Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the pacing lead the stylet could not be advanced to the end of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.